Manufacturer narrative:
Additional information has been requested. Investigation is pending.

Event description:
In 2007, a patient was undergoing a posterior cervical surgery. The surgeon was tightening the set screw and the driver broke. The driver fragment was successfully removed with no injury to the patient.